Manufacturer narrative:
Additional product: serial# (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of device history records was not performed as the reported event was not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on (B)(6) 2025 at 20:24:50, in which the motor start parameters were atypical. Additionally, review of the alarm log file revealed thirty-six (36) low flow alarms logged since (B)(6) 2025. Log file analysis associated with (B)(6) revealed a controller power up event, with an associated motor start event, was logged on (B)(6) 2025 at 20:24:45. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power event was not available for analysis. The controller was without power for twenty-two (22) seconds. Analysis of the event log file revealed no anomalies associated with (B)(6). As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power can be attributed to the disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying d isease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-june-2023 / serial#: (B)(6). D9: no h3: no h4: mfg date: 14-june-2022. H5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine clinic visit, a patient with a ventricular assist device (vad) experienced numerous low flow alarms since (B)(6) 2026. The clinic noted the patient was dry and encouraged an increase in fluid intake. Additionally, a motor start event with parameters outside of the typical range occurred on (B)(6) 2025, which was attributed to an accidental double power disconnect by the patient. Log file data and the motor report was reviewed and confirmed the low flow alarms and that the motor start current was slightly above normal at 3.862a. The patient was advised to review proper power source management to prevent future double power disconnects. The vad and controller remains in use. No patient complications have been reported as a result of this event.